Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother, melissa stated that the insulin pump has alarmed prime alarm. Customer's blood glucose reading is 300 mg/dl. Customer has treated with manual injection. The drive support cap is protruded. Advised caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose drive support disk. No prime alarm. Missing end cap sticker.